Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 6atm for 60 seconds. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient was stable post procedure.